Event description:
It was reported that during the rfa (radio frequency ablation) procedure, after the second round of treatment, a resistance was encountered when trying to remove the catheter for the final time. Under visualization, the electrode did seem to be unraveled. Doctor was further instructed to rotate the catheter clockwise when introducing and removing the catheter which resolved the issue. The patient had to undergo CT scan and seen a "small defect in esophagus t4-t5" which was done next day. The patient had to extend the length of stay for 7 days and was on clear fluids for 6 days and full fluid diet on the (B)(6). No other surgical intervention noted and no additional procedures were noted in hospital records.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.